Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the outer insulation of the lead developed a breach due to a depression while in vivo. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The outer insulation of the lead was extrinsically breached due to a cut. The outer insulation of the lead was extrinsically breached due to a tear. The inner insulation of the lead was observed to have blood ingression. The outer insulation of the lead was observed to have blood ingression. Visual analysis of the lead indicated apparent explant damage. Visual analysis of the lead indicated the lead was stretched. The analyst noted the full lead was returned in segments. There is a lead removal wire in the distal conductor in the distal segment returned. There is a breached depression on the outer insulation at 10.8 cm and 19.3 cm. There is breached cuts in the outer insulation at 24.2 cm and 24.5 cm., explant damage. There is torn outer insulation at 33.3 cm 42.3 cm, explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
The lead was returned to the manufacturer, analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead had been capped several years ago due to lead failure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.